Event description:
It was reported that a patient experienced fungal peritonitis manifested with severe abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the peritonitis. The cause of peritonitis was hospital acquired from a previous admission for pneumonia. On an unreported date, the patient started treatment with unknown antifungal medication (dose, frequency and route unknown) for the peritonitis. The dianeal and extraneal therapies were withdrawn and the pd catheter was removed. The patient was switched to hemodialysis. The patient was still in the hospital at the time of this report, and treatment with antifungal medication was ongoing. The patient had not recovered from this peritonitis event. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers 13e15h25, 13f12h25, 13g11h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.